Manufacturer narrative:
Update adverse event codes (addition of code 2616).

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient underwent right thr on (B)(6) 2020. Revised on (B)(6) 2020 due to loosening. Revised with lineage femoral head and another manufacturer's acetabular shell and liner. The surgeon believes he possibly did not seat the cup enough during primary surgery which may have caused it to move. (B)(6).